Event description:
It was reported that a small volume intermate had a missing blue tip. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured on february 6, 2012 ¿ february 7, 2012. Evaluation summary: the actual device was evaluated. Visual inspection of the unit revealed an attached blue winged luer cap. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.